Manufacturer narrative:
It was reported a patient underwent an atrial flutter cardiac ablation procedure that included use of a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and experienced a cerebrovascular accident. A hemostatic valve separation issue also occurred. It was reported that the hemostatic valve of the vizigo¿ sheath broke when inserting an octaray catheter. Took a new one. Patient had a stroke discovered after the procedure (a flutter). A magnetic resonance imaging (MRI) was performed, and they discovered a foreign object as the cause of the stroke. It is unknown if it is part of the hemostatic valve. The procedure was successfully completed. Device investigation details: the device investigation has been completed which included performing a manufacturing record evaluation (mre). The manufacturing record evaluation performed for the finished device with lot number 60000040 identified no internal actions related to the reported complaint condition. Based on the completed mre, the manufactured date and expiration date have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated with appropriate information. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported a patient underwent an atrial flutter cardiac ablation procedure that included use of a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and experienced a cerebrovascular accident. A hemostatic valve separation issue also occurred. It was reported that the hemostatic valve of the vizigo¿ sheath broke when inserting an octaray catheter. Took a new one. Patient had a stroke discovered after the procedure (a flutter). A magnetic resonance imaging (MRI) was performed, and they discovered a foreign object as the cause of the stroke. It is unknown if it is part of the hemostatic valve. The procedure was successfully completed. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation and the evaluation has been completed. Visual inspection and functional test of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of the hub component. The device features were reviewed, and no issues were observed. Afterward, a microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve. The stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. Device history record was performed for the finished device 60000040 number, and no internal action related to the complaint was found during the review. The hemostatic valve separation issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. The adverse event reported could not be confirmed during the product investigation. The physician¿s opinion on the cause of this adverse event is that it could be bwi product malfunction related or it could be procedure related. The root cause of the adverse event remains unknown. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On (B)(6)-2023, the biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Event description:
It was reported a patient underwent an atrial flutter cardiac ablation procedure that included use of a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and experienced a cerebrovascular accident. A hemostatic valve separation issue also occurred. It was reported that the hemostatic valve of the vizigo¿ sheath broke when inserting an octaray catheter. Took a new one. Patient had a stroke discovered after the procedure (a flutter). A magnetic resonance imaging (MRI) was performed, and they discovered a foreign object as the cause of the stroke. It is unknown if it is part of the hemostatic valve. The procedure was successfully completed. No ablation catheter involved during the procedure. This adverse event discovered post use of biosense webster products. The physician¿s opinion on the cause of this adverse event was that maybe bwi product malfunction and maybe the procedure. No intervention was provided. Patient's outcome is improved and did require extended hospitalization because of the stroke. The stroke was discovered after the procedure. No air entered the patient¿s body. The hemostatic valve separation is MDR reportable. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).